Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During inspection technician found faulty hose, security locking is defective, run too slow and hard to dismantle casing and heading. Pre-test repair test results showed failed sound and rpm testing.

Event description:
Device was returned for service with the complaint that the sleeve locking device is defective, the hose has a pin hole and insufficient power.